Event description:
It was reported that during a knee surgery, the drill bit broke. It was further reported that the broken drill bit was not removed from the bone. It was also reported that the procedure was completed successfully with no medical intervention and no surgical delay. It was further reported that there were no adverse consequences as a result of this event.

Manufacturer narrative:
Device was not returned.